Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a "warning: possible device malfunction, a pulse generator fault has occurred" message